Event description:
(B)(4). I had the device implanted and subsequently began having extremely heavy/long/painful periods. My periods got longer and longer and eventually became nonstop. I had a uterine ablation in (B)(6) 2012 and when I realized it had done nothing to stop the bleeding, I had a total hysterectomy performed in (B)(6) 2012. I had gotten a second and a third medical opinion and no one would tell me why I was bleeding constantly and suffering with so much pain. Despite saying, he, too, was baffled, I think my doctor (who implanted the essure devices, performed the ablation and performed the hysterectomy) knew what was going on and that is why he insisted I have my healthy fallopian tubes removed as well.